Event description:
It was reported that the ilet screen was unresponsive in the upper left corner, preventing access to the menu and alerts despite restarts and a successful firmware update; this aligns with an unresponsive control interface and involves the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with an unresponsive input area and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.